Event description:
On (B)(6) 2012 it was reported that a system diagnostics test performed on (B)(6) 2011 had shown output=low/lead impedance=ok/current delivered=2.0ma/impedance value=2542ohms/neos=yes. The patient underwent battery replacement on (B)(6) 2012 due to near end of service. Attempts for product return are underway but the device has not yet been returned to the manufacturer for product analysis. Attempts for further information are also underway but no further information has been received to date.

Event description:
Additional information was received on (B)(6), 2012 when it was discovered that the hospital does not return explanted devices, they discard them in surgery. Therefore, the generator cannot be returned for product analysis. Good faith attempts for further information have been made but have been unsuccessful.